Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problem or issues were identified during the device history record review. Two samples were received for evaluation. The samples were received in used condition, without original packaging and with the certificate of safe handling. During functional testing, the samples were filled with air according to procedure. When the samples were inflated with air, the cuff only inflated one side. After the whole cuff inflated, it was deflated and inflated four times, all the times the cuff inflated completely and symmetrically; based on analysis the complaint is not confirmed. Root cause could not be determined since the samples successfully passed functional test. No corrective actions were taken.

Event description:
It was reported that the cuff was not inflating during pre-test. No patient injury was reported.